Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Device was received missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window. No damage to belt clip rails noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the rail of the insulin pump was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.